Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis indicated the battery measurement was not available.

Event description:
It was reported that the device had triggered elective replacement indicator (eri). It was noted that the battery longevity was 14.5 years at the previous follow up. The device was interrogated and the clinician took the battery measurements. Although the battery voltage was unavailable, the predicted longevity was measured at 13 years. Eri measurement lock-up is suspected. The device remainsin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.